Event description:
Information received indicates the trendelenburg function of the bed will not work.

Manufacturer narrative:
The hill-rom technician indicated the trendelenberg function of the bed would not work. The technician replaced the trend assembly to repair the bed.